Manufacturer narrative:
Reporter details updated.

Manufacturer narrative:
UDI number updated

Manufacturer narrative:
Reporter details updated.

Event description:
It has been reported that the pads arrived damaged.